Event description:
On (B)(6), 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter's display did not advance passed the code screen and therefore she was unable to check her blood glucose. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began at approximately 7am on the same day, she contacted lfs for assistance. The patient manages her diabetes with insulin through pump therapy and it is not known if she took any action regarding her usual diabetes management routine in response to the alleged issues. She claimed approximately 2 minutes later, she developed symptoms of "lightheadedness" and self treated with food/drink at approximately 8:30am that morning. No other device was reported to be used at the time. At the time of troubleshooting, the cca noted that the subject meter turns on and she sees the code screen but the meter will not advance past the code screen. The alleged issue remained unresolved. It is not known if the subject meter was being used for the first time. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to an adverse event since the patient symptoms did not correlate with lfs' definition suggestive of a serious injury and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because, the alleged product issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (07/09/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The primary complaint was not confirmed, the meter was found to work properly. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.